Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was not feeling very successful right now with the therapy, and they were still going through 10 pads a day. The patient said they had a problem getting a signal to urinate before it was too late, and sometimes they didn't have a signal at all. Other times, the urine gushed when sitting or standing, and sometimes the urine didn't gush until they stood up. The patient stated that the first program their healthcare provider (hcp) activated (patient could not remember program number) adversely affected their bowels, but not dramatically. The patient's hcp told them that the therapy having an adverse effect on their bowels might be due to the lead being positioned wrong (the patient did not indicate that the lead was positioned wrong, only that their hcp thought it was a possibility). Also on the first program, the patient noticed that touching or scratching the top of their butt crack stimulated them to start urinating, but they had not noticed this on their current program. The patient's current program (program 6) still sort of affected their bowels, but not adversely at this time. The patient stated that the only way they had been able to control their bladder was to control their intake of water. However, if they didn't drink enough water they had other problems like dehydration. The patient notified their managing hcp about the therapy issue, and the hcp changed them to program 6. The patient said the stimulation sometimes felt slightly uncomfortable on program 6, and they didn't feel like the amplitude could go much higher because they were afraid it would cause further discomfort. The patient also noted that they felt the stimulation intermittently. The hcp also changed the patient's medication from oxybutynin to "meerbrig or something like that" (understood to be myrbetriq). If that didn't help, the hcp told the patient that they would do a botox injection, but the patient was totally against that. The patient said their hcp's office was so disorganized and they didn't feel like they were getting adequate time with their hcp, so they planned on using the manufacturer's website to find a new managing hcp. Programming considerations were reviewed wi th the patient. The patient connected to the ins during the call and confirmed therapy was turned on, and program 6 was active. The patient decided to change to a different program because program 6 wasn't helping and the stimulation felt slightly uncomfortable. The patient activated program 7 and increased amplitude. Once the amplitude reached 2.0 the patient felt something sharp, so they decreased it to 1.9 then back up to 2.0. The patient confirmed the stimulation was comfortable and they no longer felt the sharp sensation. The patient mentioned that sometimes they felt the stimulation more when standing up. The patient would maintain amplitude on program 7 and would continue to monitor symptoms.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.